Manufacturer narrative:
Ref: doi: 10.1016/j.jvir.2011.05.013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'percutaneous lower-extremity arterial interventions with primary balloon angioplasty versus silverhawk atherectomy and adjunctive balloon angioplasty: randomized trial'. The time frame of this study was target lesion revascularization (tlr) at 1 year. The following medtronic devices were used: the silverhawk atherectomy device for atherectomy. Spider filter was used in 17 patients. Adverse events included: significant distal embolization occurred in 11 of 17 patients (64.7%) treated with atherectomy when embolic filter protection was used, versus none in the pta group. There was no major bleeding, myocardial infarction, embolic stroke, or vascular complications in either group. Bailout stent placement was performed in 8 of 29 patients in the atherectomy arm. Distal macroembolization occurred in 11 of 17 patients treated with atherectomy. None of these patients had embolization distal to the spider filter. In addition, one patient without a filter who had been treated with atherectomy had a clinically significant distal embolization that required further mechanical and pharmacologic therapy, with no adverse outcomes.